Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse checked the settings and evaluated for leaks, tested the column, and checked the pump. The pump was found to be faulty. Fse found debris inside the diaphragm and the pump was leaking. Fse replaced the pump, set the flow rate, and primed and performed washes. Fse ran precision with a patient sample and quality controls with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 14295203 from 18-sept-2017 through aware date 18-oct-2018. There was three (3) similar complaints, including this ticket, found during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Chapter 5 maintenance procedures states the following: 5.6 column replacement replace the column in the following situations. 1. When the pressure is more than what is indicated on the column inspection report + 4 mpa and is not reduced by filter replacement. 2. When peaks on the chromatogram (particularly the shaded sa1c peak) have become broad or broken into two fractions. Caution: if this phenomenon is observed only with a specific sample, column deterioration may not be the cause. Other factors, such as a hemoglobin variant, could be the cause. 3. When assay results for quality control samples are consistently out of the assigned ranges even after re-calibration. 4. When the calib error persistently occurs. Please contact technical support if the above issues are not resolved after column replacement. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the reported issue has not yet been determined. The investigation is in progress.

Event description:
A customer reported that the retention times (rt) were running short on the g8 instrument. The customer recently changed to the new n lot for the column and reagents and tried to recalibrate. Technical support (ts) instructed the customer to perform a drain flush and the pressure on the instrument went from 6.65 mpa to 6.60 mpa. The customer then ran a sample and the retention time was 0.56 minutes. The customer adjusted the flow rate from 0.99 ml/min to 0.95 ml/min and ran 5 whole blood samples. Upon follow up, the customer reported that the flow rate had further be adjusted to 0.88 ml/min to get the retention time to 0.60 minutes. However, calibration still failed. Ts sent the customer a new column to swap out and the customer sent the old column into the quality assurance lab for testing. After the customer received and installed the replacement column, the customer reported that the new column would not calibrate as well. The instrument was down. A field service engineering (fse) was dispatched to address the reported, which resulted in delay of reporting hga1c patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the pump assembly was returned for evaluation. Visual inspection was performed on the instrument and found that it had corrosion from leaking all around the pump. The leakage from the pump leads to loss of pressure. The reported event was duplicated. The part failed. H6 evaluation codes: method: 4190-historical data analysis; 10-testing of actual/suspected device, results: 180-mechanical problem identified, conclusion code: 4307-cause traced to component failure. The most probable cause of the reported event was due to failure of the pump assembly.